Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 4. (B)(4) explained that a large amount of air had entered into the disposable set and had the caregiver cycle power. The caregiver stated that one of the supply bags seems to not have been fully connected. (B)(4) had the caregiver cycle power again. (B)(4) advised the caregiver to start over with new supplies. (B)(4) also advised the caregiver to contact the patient's dialysis nurse regarding the error. No injury or medical intervention was reported.

Manufacturer narrative:
No investigation could be performed for the sample reported on the initial medwatch as no sample was provided. Four samples were sent for investigation by the customer. The initial testing was performed by the customer on (B)(6) 2010. Of the data provided, the results for two samples were discrepant. Patient sample 1 from a (B)(6) female, initial free t4 result was 2.20 ng/dl and the result from the vidas system was 1.65 ng/dl. The patient information was given as "endocrinology". The patient's thyroid simulating hormone (tsh) result was 0.01 miu/l. Patient sample 2 from a (B)(6) female, initial free t4 result was 1.92 ng/dl and the result from the vidas system was 1.39 ng/dl. The patient information was given as "gynaecology". The patient's tsh result was 0.76 miu/l. Investigation confirmed the free t4 and tsh results for these samples on the siemens centaur analyzer. The results for sample 1 were comparable to hyperthyroid and the results for sample 2 were slightly above the reference range. No adverse events were reported. (B)(4).

Event description:
The user complained the doctors were stating the ft4 results were higher than expected based on the clinical evidence of the patients. The user compared the ft4 results from the e601 analyzer for five patient samples to the ft4 result from the vidas system. Of the data provided, the result for one sample was discrepant. The result from the e601 was 1.62 ng/dl and the result from the vidas was 1.25 ng/ml. No information was provided to determine if erroneous results were reported or if the patients were adversely affected. The ft4 reagent lot number was 155674.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.